Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 01/2024).

Event description:
It was reported that prior to a brachytherapy procedure, the needle was allegedly noted to be curved upon opening the package. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 01/2024).

Event description:
It was reported that prior to a brachytherapy procedure, the needle was allegedly noted to be curved upon opening the package. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bard brachytherapy needle was returned for evaluation. The device appeared clean throughout and was received with protective tubing. It appeared there was a bend to the sample. Based on the findings, the investigation is confirmed for the alleged needle bent issue as a bend was noted to the returned device. A definitive root cause for the reported needle bend issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 01/2024) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a brachytherapy procedure, the needle was allegedly noted to be curved upon opening the package. There was no patient contact.